Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was dislodged. The lead was capped and replaced on (B)(6) 2025. The patient status was not provided.